Manufacturer narrative:
Occupation: reporter is a synthes employee. This report is for one (1) 5 mm hex flexible screwdriver. Lot number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, that a hexagonal flexible screwdriver was broken at facility. It was unknown when and where the issue was observed. It was unknown if there was patient involvement. This complaint involves one (1) device. This report is for one (1) 5 mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).